Event description:
During procedure operating room members smelled "burned" inspected all around, no findings. A 1 1/4 inch by 1/2 inch burn noted below incision post operatively when retractor removed, documented by nurse. Burn dressing with silvadene ointment. We identified that when utilizing a third party connecting cable, such as nuvasive, you can only utilize the light source up to 80% electric capacity. Warning label not provided by manufacturing company. Is the product compounded: no. Is the product over the counter: no. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.